Manufacturer narrative:
(B)(4). Additional concomitant medical products: vngd cr tib brg 12x71/75 catalog# 183442 lot# unk, biomet cc I-beam tray 75mm catalog# 141224 lot# unk, unknown patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2018 - 07642, 0001825034 - 2018 - 07636, 0001825034 - 2018 - 07632.

Event description:
It was reported patient underwent a knee arthroplasty. Subsequently, patient had a scope for removal of loose or foreign body and heterotopic bone due to trauma injury approximately seven years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As the patient underwent scope for removal of loose or foreign body and heterotopic bone due to trauma injury, root cause of the reported event is attributed to patient activity/condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.